Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump that experienced an 806:10 failure code was confirmed during product evaluation by baxter quality engineering. The assignable cause was determined to be a defective pump head module. The pump head module was replaced to resolve this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review revealed that the device has not been serviced by baxter prior to this event.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an 806:10 failure code, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.